Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implanted: (B)(6) 2012, explanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The lead remains implanted and in use; however, the physician chose to implant a new defibrillation lead during the upgrade procedure. No patient complications have been reported as a result of this event.